Event description:
During review of the data log, error 99 was discovered to have occurred four times. The down button was not working as well.

Event description:
During review of the data log, error 99 was discovered to have occurred four times. The down button was not working as well. The device was received for evaluation. Verified down button not working, volumat housing replaced. All equipment cleaned and post repair tested per quality control check list. After repair, device was found to meet specification. Regarding defective keyboard, a CAPA was opened in order to investigate the failure. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a.